Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant permanent paddle on (B)(6) 2019. During the procedure, neuro-monitoring reported that the patient lost motor response bilaterally in her legs. The lead was removed and the patient recovered motor response 15 minutes later. Neuro-monitoring reported that the patient was at baseline. During post-op observation, the patient was able to wiggle her toes.